Event description:
Complainant alleged that during the incoming inspection of the product, the paddles would not allow the defibrillator to charge. The complainant indicated that there was no patient involvement in the reported failure.